Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high pacing lead impedance, loss of capture and high capture threshold were observed during follow-up for the non pacer-dependant patient. Programming changes were made. Patient condition was fine after the event.